Manufacturer narrative:
Method - the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results - the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the usfda. No further investigation will be conducted. Conclusions - as this complaint was created from a lawsuit received by I-flow, llc, no customer contact can be made at this time due to pending or threatened litigation. Info from this incident will be included in our product complaint and MDR trend reporting system.

Event description:
Fill volume: 300ml. Flow rate: unk. Procedure: index surgery. Cathplace: glenohumeral joint. Pt alleges pagcl following placement of an on-q pain pump after surgery on (B)(6) 2007.